Event description:
It was reported from france that the patient called the hospital because of a controller fault alarm on his controller. The patient was sent to the implant center where the surgeon performed a controller exchange. The patient's original back-up controller was used for the exchanged device and the facility provided the patient with a new back-up controller. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently connected. The device(s) listed in this report is (are) used for treatment, not diagnosis. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The device passed visual examination but failed functional testing due to multiple controller fault alarms when batteries were connected to both ports and ps1 was driving. The most likely root cause of the failure is a leaky diode on the automatic power switch of the controller, which likely contributed to the event. The confirmed malfunction is related to the reported event. An internal investigation has been opened to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.